Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that internal hybrid layer capacitor (hlc) battery, designator bt1, located on the analog pcb assembly was unable to charge above 3.4 volts.  This caused the device to power off when attempting to charge, in order to shock. The customer was sent a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak icon. There was no patient use associated with this event.  Upon further evaluation of the device, physio-control observed that the device was able to charge and shock at 200 joules and 300 joules. However when attempting to charge to 360 joules the device powered off before completing the charge cycle.